Manufacturer narrative:
(B)(4). Jaw/cam interface disengaged. Evaluation summary: the analysis results for the el5ml instrument found that it was returned with the jaws disengaged from the cam. The instrument was cycled and malformed two clips and then ejected two clips due to the jaws and cam condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap cholecystectomy procedure, the instrument would not fire over the cystic duct. Second instrument was used with no difficulty. There was no patient consequence.